Manufacturer narrative:
Additional information was received that the patient had drainage at the ipg site. Drainage was not device related and it was unknown on what caused it. The physician did not suspect infection. Antibiotics were prescribed. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#:(B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had drainage and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had drainage and will undergo an explant procedure.